Manufacturer narrative:
The details of this complaint are under investigation with the manufacturer. The results of this investigation are still pending, and will be forwarded to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
"A hospital in (B)(6) placed a line, put contrast down it and checked for placement of the line. The contrast was put down in a stuttering way so there was a gap in the contrast when looking on the screen. The staff members took the first lot of contrast as where the line stopped and was situated, the staff member failed to see the contrast then continued further along and was actually situated next the heart which then led to a major complication and unfortunately the patient died."" Further details will follow after meeting with the clinic."